Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported by a family member/friend that they were attempting to use the programmer to make adjustments to the therapy because the patient had not been able to pee and was miserable and the caller was getting poor communication/poor communication with the programmer. While on the call it was confirmed that the antenna was secure and they attempted to sync with the ins however they were unsuccessful. The caller then placed the programmer directly over the ins and attempted to sync however the issue was still not resolved. The caller stated the patient has had the interstim implanted for 7 or 8 years. The patient did not have a health care physician (hcp) but they noted the implanting physician was (B)(6), however the caller did not know the first name. There were no further complications reported/anticipated.